Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during a changeout procedure, this lead was found to have exposed wire. The physician then began to pull on the lead and wire pulled out with no noticeable insulation attached. The lead was then capped. The lead is no longer in service, but remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough analysis was completed and reviewed. Analysis was able to identify that the segment of the returned lead contained a stretched out inner coil. Furthermore, the inner coil was determined to the have been fractured after the lead was cut by the physician.